Manufacturer narrative:
Additional information received on october 4, 2021 indicated that the surgery was cancelled due to patient contracting covid. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel breast implant, 375cc silicone breast implant experienced right-sided rupture post operation. The MRI examination confirmed the issue. As a result, patient scheduled for replacement and lift on (B)(6) 2021.